Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) and was confirmed dislodged on a chest x-ray. P-waves were being sensed on the shock channel. A review of the daily measurements showed that a decrease in the intrinsic r-wave amplitude was noted approximately three months prior. However, rv impedance measurements were stable. A surgical intervention was performed and the rv lead was repositioned. During the revision procedure, however, the rv pace impedance measured 1,800 ohms through a pacing system analyzer (psa) but decreased to 1,200 ohms when tested through the device. The lead remains in service. No additional adverse patient effects were reported.